Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area during step 9 of their treatment. It is unknown at which point in therapy the leak may have begun. Fluid leaked from both pumps a and b and the fluid was about one to two teaspoons. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however, to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area during step 9 of their treatment. It is unknown at which point in therapy the leak may have begun. Fluid leaked from both pumps a and b and the fluid was about one to two teaspoons. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: b5, h6

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area during step 9 of their treatment. It is unknown at which point in therapy the leak may have begun. Fluid leaked from both pumps a and b and the fluid was about one to two teaspoons. The patient was unable to complete cycler treatment. Patient able to perform manual exchanges following machine interruption. The patient was prescribed prophylactic antibiotics. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
Correction:a2, a3, a4, b5

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area during step 9 of their treatment. It is unknown at which point in therapy the leak may have begun. Fluid leaked from both pumps a and b and the fluid was about one to two teaspoons. The patient was unable to complete cycler treatment. Patient able to perform manual exchanges following machine interruption. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however, to date has not been provided.